Event description:
The surgeon implanted a lens but it split while being inserted. The lens was removed with no pt injury, the incision was not enlarged. The nurse stated it was unk as to why the lens split. An indigo-p injector and an spc-25 fp cartridge were used but the nurse was unable to recall the lot numbers. The nurse was unable to provide the pt's weight.